Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing a much lower fill estimate than what caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed that insulin was being delivered and that air had been removed from cartridge, received education to use room temperature insulin when filling cartridge, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if needed.